Event description:
The device was used during a laparoscopic splenectomy procedure. Reportedly, the staples did not form properly and caused bleeding. The surgeon applied device and resected the malformed staple line to complete the procedure. The hospital has reported the pt's condition is satisfactory.

Manufacturer narrative:
2/23/1998-supplemental report #1 submitted to FDA.